Event description:
Customer reportedly tried to use the device on a saturday evening, but was unable to due to the device having no power. Sunday morning, the customer was feeling hyperglycemic symptoms and went to the hospital where she received insulin to decrease her blood glucose. Requested return of suspect device and replacement was sent.